Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a pairing issue while setting up a new dexcom g7 cgm after a period without a connected sensor, and the device had been powered off during the wait; the user had already completed setup steps and was nearing the end of the warmup, with education and troubleshooting provided. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and restoration of cgm connection expected following warmup completion. Investigation included user interview and review of device setup and pairing steps. Investigation of this case revealed no device malfunction identified and no hardware component failure, with the event consistent with normal dexcom warmup and standard pairing workflow. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors consistent with expected cgm warmup timing rather than ilet device malfunction.